Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump beeps when running. The patient reported experiencing headache and weight loss; however, the prescriber elected to continue at current dose. No patient injury was reported.